Event description:
It was reported that during an unknown procedure the device could not fire completely at the third firing. Only 2/3 cut line and b-formed staple line deployed. Two ecr60b were used before this event. The surgeon changed to another reload to continue, but the jaw of the device could not be closed. Changed to ec60 to complete the procedure. No adverse event on the patient. One device and one reload will be returning.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was received for analysis with an ecr60b cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions . Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.